Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the gel remains at the bottom of the tube after spinning. This event occurred two times. The following information was provided by the initial reporter. The customer stated: "problem for a patient sampled on sst ii dry agar tube ref 367955: even after centrifugation, the gel remains at the bottom of the tube and only a few microliters of serum separate from a huge clot. A picture is attached to this complaint."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the gel remains at the bottom of the tube after spinning. This event occurred two times. The following information was provided by the initial reporter. The customer stated: "problem for a patient sampled on sst ii dry agar tube ref 367955: even after centrifugation, the gel remains at the bottom of the tube and only a few microliters of serum separate from a huge clot. A picture is attached to this complaint."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode.